Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 458 mg/dl. Customer had 2 infusion set sites to go bad. Customer reported that, the infusion set tubing came apart and received the insulin flow block and when moving cannula was bent. Customer declined troubleshooting for the high blood glucose and bent cannula. Customer will advised to return the set for analysis.